Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800590 was manufactured on 06/25/2018 a total of 288 pieces. Lot was released on 06/28/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully attached to over-stressed surgical tubing. The next clip was unable to properly load since the clip was to the side of the feeder which prevented the clip from loading all the way into the jaws. Another attempt was made with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke was broken at the pin position and the proximal end of the feeder was slightly bent. The misloading of clips, broken yoke, and the bent feeder are all indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip did not load properly" was confirmed based upon the sample received. One device was returned. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Upon functional inspection, two of the three clips tested were unable to load properly. The device was disassembled , and multiple damages were found. The yoke was broken at the pin position and the proximal end of the feeder was slightly bent. The misloading of the clips, broken yoke, and the bent feeder are all indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
The clip slipped or fell during loading.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800590 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The clip slipped or fell during loading.